Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a purge disc connection issue during use of the device. Actions taken to resolve the issue are unknown. No patient harm was reported.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.